Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was at 115 mg/dl at the time of the call. The customer stated that they had not checked their blood glucose levels and are low unaware so the low could have been their fault. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage and the time was off by an hour. The insulin pump will not be returned for analysis.